Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties occurred. The 90% stenosed lesion was located in a calcified unspecified vessel below the knee. The physician advanced the 2mm x 40mm x 144cm sterling es otw balloon catheter to the intended location and inflated the balloon an unspecified number of times. As the physician was removing the sterling catheter, severe resistance was encountered, therefore, the sterling catheter and the guide wire were removed from the patient as one unit. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'. Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)